Manufacturer narrative:
2 pen needles affected from the same box. H3 other text : device not available

Event description:
The customer encountered on 2 boxes of your needles. The first box had two defective needles in it. The needles did not allow the insulin to flow out of it. I just opened the second box, lot 3206776, and the first needle I took out had the same problem. It did not have an opening in the needle for the insulin to flow.

Manufacturer narrative:
Additional information was added to: b4, g6, h2, h3, h11. Medwatch section c for affected product is attached. Correction to: d3 (country type and country). Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Based on the above, no additional investigation and no corrective/preventative action (CAPA) or situational analysis (sa) is required at this time.